Event description:
It was reported that the patient went in for a surgery unrelated to the pump. During the surgery,the patient's catheter was pulled out of the intrathecal space, so the surgeon "went ahead and replaced it and spliced a new catheter to the old one." It was further noted that an 8709 was partially removed, and an 8731 was spliced to the 8709. The patient was noted to be "doing great." The medication used within the system was morphine.

Event description:
Additional information: it was later noted that the previously reported catheter pull was unintentional, occurred during a surgery unrelated to the pump, it was not known what that surgery was or why it was being done.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).